Event description:
Pt reported receiving occlusions during the previous couple of days. She indicated that her blood glucose level was elevated to 300-390 mg/dl. Her normal blood glucose level is 120-150 mg/dl. Pt indicated that she felt very thirsty. She administered insulin injections to address the elevated blood glucose issue. Patient indicated that she had programmed a temporary basal rate increase of 20% a few days prior. She stated that this is when her blood glucose level became elevated. Patient then stated that she continued to receive the occlusion alarms while attempting to administer a bolus. She replaced the power pack and removed the insulin cartridge. The infusion device performed a prime without an occlusion. Patient reinserted the cartridge and reattached the infusion set tubing. She then performed a prime and adminstered a bolus. The occlusion alarm did not recur. Pt then attempted to administer an 8.0 unit bolus, but only 6.3 units delivered prior to receiving an occlusion alarm. She cleared the occlusion and successfully delivered the remaining insulin bolus. Patient later reported that the occlusion alarms continued. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.